Event description:
It was reported that the patient presented in clinic for follow up. The left ventricular (lv) lead showed high capture threshold. The lv lead was explanted and replaced. The patient was stable.